Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that negative values are displayed. During implantation, values around 3 are displayed. During skin closure, values of -17 are displayed. As the patient awakes, the values are around -5 then rise up to 4. Additional information from the affiliate stated that there were 2 incidents. Please see complaints (B)(4). The affiliate also stated that the cables and monitors will be sent for revision. In the first case nothing was done as the brain pressure was not needed. In the second case another sensor was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the microsensor was not returned to codman and the product serial and/or lot numbers are unknown; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. The returned cable was investigated under (B)(4); however the affiliate cannot confirm if this device is for (B)(4). During evaluation the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fogg pressure simulator to examine the memory of the cable. In conclusion, the subject icp express cable is functioning properly in terms of: electrical continuity, electrical leakage, and memory. And there is no visual discernible damage to the cable. Note that this icp express cable evaluation also applies to (B)(4). Trends will be monitored for this or similar complaints. Complaint is considered closed at this time.

Manufacturer narrative:
Please be advised that we do not use therapy dates as a result today's date was used. Also, the affiliate provided additional information on the event.

Event description:
Additional information from the affiliate stated that the customer through away the sensors and cannot say which units/cables were used in the case. The affiliate will send all the materials for revision. Especially the second incident, -99 seems to lead to the icp express cable defect ((B)(4)).